Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. The unit was tested which found that the device didn't rotate displaying e5 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation it was discovered that the motor device "did not rotate and displayed an e5 error". This event was not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.